Manufacturer narrative:
The field service engineer (fse) followed up with the customer over the phone. The customer stated that they believed the issue was caused by user error. No site visit was conducted. The system was working properly and no additional action was required. A log review was performed. Per the review, the following was confirmed: system serial # (B)(4) and event date ((B)(6) 2022). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the arm moved with unintuitive motion (unexpectedly moved). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, universal surgical manipulator (usm) 1 turned from facing the pelvis to the patient's head on its own. The technical support engineer (tse) reviewed the system error logs and noticed a single trumpf bed recoverable fault 25921, indicating user unpaired bed, and an informational 23075 left master tool manipulator (mtm) drift in following mode. The customer confirmed they had a recoverable fault related to the bed. The customer stated that the usm 1 movement issue occurred after the trumpf bed recoverable fault. The tse informed the customer that if the surgeon lets go of either mtm while the instruments are in the patient and their head remains in the console, then the mtm could possibly move and cause arm movement. The tse was unable to confirm that this is what caused their issue. On 06/03/2022, the robotics coordinator and the surgeon were contacted and additional information was obtained about the complaint: the procedure was completed as planned without any injury or harm to the patient. The surgeon reported that her head was outside of the high resolution stereo viewer (hrsv) when she let go of the mtm. The arm and instrument flipped when the staff was troubleshooting an error with the bed. After they had recovered from the error, the surgeon realized that the instrument had flipped upon returning to the hrsv. There was no insufflation issue.